Manufacturer narrative:
Pli 50: device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that confirmed reported complaint."no output from interface control board." Transformer failed bench test; 120vac was applied to input of the transformer and output test points were measured. Test point 35 measured 12.56 vac, test point 34 measured 10.83vac, test point 16 measured 9.66vac, test point 33 measured 7.36vac, test point 32 measured 6.20vac, test point 31 measured 2.74vac, test point 30 measured 1.8vac. All recorded ac voltages were below spec.. The system then passed the system checkout and was found to be fully functional. Pli 60: device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed no component issues. The system then passed the system checkout and was found to be fully functional. Pli 70: device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed no component issues. The system then passed the system checkout and was found to be fully functional. Pli 80: device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed no component issues. The system then passed the system checkout and was found to be fully functional. Pli 90: device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed no component issues. The system then passed the system checkout and was found to be fully functional. Pli 100: device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed no component issues. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis, see h block

Manufacturer narrative:
Product analysis #702939084:michael burket / 2019-01-22 / auto created from work order (B)(4) / status updated from in process to completed date completed updated from null to 2019-01-15 mechanical tests updated from null to pass imaging modalities updated from null to fail imaging modalities failure updated from null to 2d;store image; 3d imaging summary of failure(s) updated from null to system was unable to boot generator without 11v perm is imaging failure resolved? Updated from null to yes resolution of visual inspection failure updated from null to no 11v perm from interface ctrl brd. Cable grade updated from null to a contact updated from null to christian burgstrom system inspection updated from null to pass does the system perform as intended? Updated from null to no were hardware parts replaced? Updated from null to no action/resolution updated from null to replaced interface ctrl which in turn lead to another failure in the ias that was not present before. A medtronic representative went to the site to test the equipment. Testing revealed that the generator was unable to boot. Additionally, resolution was reported as no 11v perm from interface to control board. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-01-02 (B)(4) (rep): medtronic received information regarding an imaging system. It was reported the interface control box had no output. This issue was discovered by a manufacturer representative during servicing, and there was no patient involvement.